Event description:
According to the facility on (B)(6),"upon using a medline custom pain kit, the 3ml syringe being used by the surgeon leaked medication past the plunger when injecting into the patient."

Manufacturer narrative:
According to the facility on (B)(6)," upon using a medline custom pain kit, the 3ml syringe being used by the surgeon leaked medication past the plunger when injecting into the patient. The surgeon had to draw up more medication using a new syringe so the patient would have a full dose of the medication." The facility stated there was no injury, intervention, or follow up care needed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.